Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. A new cartridge was successfully loaded to address the event. There was no reported impact to the customer's blood glucose level. Reportedly, the customer did not perform the air removal step during the load process.